Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated to the upper and lower abdomen using the cooladvantage plus coolcurve and cooladvantage coolcore applicator. The patient has been diagnosed with paradoxical hyperplasia. The affected tissue is described as visible enlargement, with some demarcation and bulging, seen in full abdomen.

Event description:
Allergan aesthetics received a report of a patient who was treated to the upper and lower abdomen on (B)(6) 2021 using the cooladvantage plus coolcurve and cooladvantage coolcore applicator. The patient has been diagnosed with paradoxical hyperplasia. The affected tissue is described as visible enlargement, with some demarcation and bulging, seen in full abdomen.

Manufacturer narrative:
Corrected data: a6, b5, d1, and d4.